Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the instrument broke during the procedure and the rest of the tap remains in the patient.

Manufacturer narrative:
The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned tap could be confirmed based on the catalog # and the lot # marked. The returned instrument is broken; the detached threaded part has not been returned. The surface of the breakage gives indication of a sudden brittle fracture due to bending overload. Dimensional and hardness test confirmed that the instrument was manufactured according to specifications. Therefore, any manufacturing related issue could be ruled out. Based on investigation, the root cause was attributed to an user related issue. The breakage was most probably caused by excessive bending load applied during to the instrument during the operation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the instrument broke during the procedure and the rest of the tap remains in the patient.